Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via phone call that customer received a failed battery test and experienced a blank screen display. Customer reported to have changed batteries twelve times with no results. Customer's blood glucose was 52 mg/dl. Customer reported to have dropped insulin pump. During troubleshooting, display screen returned. Customer was advised that display did return.